Event description:
It was reported that there were green horizontal lines across the monitor and a loss of image. Replacement camera control unit and camera were used to temporarily fix the issue, but it did not work in another case.

Manufacturer narrative:
The device was returned to stryker endo for investigation where the reported failure was confirmed. No problem detected during visual inspection of the ccu. Free from dents, scratches, no dust from cover and chassis. No unusual markings. The ccu had a electrical component on the digital board creating the issue stated by the customer. This is the first time that this issue has been reported related to this component. The findings from our investigation agree with the customer's complaint. The probalbe root cause is an electrical component failure on the digital board.the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there were green horizontal lines across the monitor and a loss of image. Replacement camera control unit and camera were used to temporarily fix the issue, but it did not work in another case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.